Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she passed out while she was driving, and was in an accident. The customer was taken to the emergency room, and her blood glucose reading was 42 mg/dl. The customer stated that she had not eaten since breakfast that day due to basal rate testing she was doing per her healthcare professional's instructions. The customer has had not problems since the event. Nothing further was reported.